Event description:
When the user attended a fitting session she reported that hearing performance with the device had changed. No clear specification on reduced performance was mentioned. The user was re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. This is a final report.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary. Further decisions will be taken by the clinic depending on the recipient's performance with the available channels.

Event description:
When the user attended a fitting session she reported that hearing performance with the device had changed. No clear specification on reduced performance was mentioned. The user will be monitored and depending on the outcome the following steps will be determined.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
When the user attended a fitting session she reported that hearing performance with the device had changed.